Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument stopped responding and performing accurately. The surgeon stated that the instrument was not closing the clip for application to the tissue. Upon retrieval of the instrument from instrument carriage, the theatre scrub noticed that the input disk was raised. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a completely detached input disk 7 from the base. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: the large hem-o-lok clip applier instrument was inspected prior to use and was not bent or misaligned visibly. The issue happened during the first attempt while the surgeon attempted to clamp on a vessel or tissue bundle. The instrument did not engage when tried to clip and did not close when tried to fire. A large purple hem-o-lok ligating clip was used, and the vessel/tissue bundle was in the acceptable or suggested diameter.

Event description:
Refer to h10/h11 for follow-up information.